Event description:
It was reported that the foley catheter balloon was defective. The catheter fell out of patient. No apparent harm reached the patient. They had inconvenience. Stated that the patient required unexpected or prolonged care.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter balloon was defective. The catheter fell out of patient. No apparent harm reached the patient. They had inconvenience. Stated that the patient required unexpected or prolonged care.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.